Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint and revealed a battery charger fault alarm. Device was scrapped due to customer declined repair. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to a faulty/defective battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery degraded warning alarm. There was no patient harm or serious injury reported as a result of this incident.